Event description:
I had lasik eye surgery by dr. (B)(6). I was sold a lifetime guarantee so I could have lasik done again if my vision ever worsened after surgery. Two years after surgery, my vision was near-sighted again, and I needed glasses. My eye doctor told me my corneas were too thin to have lasik done again. My eye doctor states the lasik surgeon would have known another surgery was not possible, and I should have never paid more money for the lifetime guarantee. My eyesight has continued to worsen, and my eye doctor says my vision is unstable due to having lasik. Lasik plus.